Event description:
It was reported that an eagle eye platinum catheter was used in a therapeutic peripheral procedure. During use, the image disappeared. The catheter was removed from the patient with damage observed. No patient injury was reported. During the product return evaluation, the core wire was exposed resulting in a sharp edge of non-malleable material. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 - a4: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Block h3: the eagle eye platinum st catheter was returned for evaluation. Visual inspection found a deformed distal tip. The rx exit port was damaged, exposing the inner member, microcables, and core wire. The core wire has a sharp edge of non malleable material. Block h6: the probable cause of the sharp edge was likely damaged during removal/handling from the patient. Strain, impact, and forces applied can affect the integrity of the device. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.